Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance issue. This lead was never in service. A new lead of the same model was placed. No adverse patient effects were reported. Additional information received indicates that the lead was removed due to placement difficulty.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and h6 device codes. This does not meet reportable criteria. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on the direct observation of tissue entwined in the helix tip. Susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance issue. This lead was never in service. A new lead of the same model was placed. No adverse patient effects were reported. Additional information received indicates that the lead was removed due to placement difficulty.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance issue. This lead was never in service. A new lead of the same model was placed. No adverse patient effects were reported.